Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred. The customer successfully completed the load process with tandem's technical support to address the event. Additionally, it was reported that an occlusion alarm occurred. The customer resumed insulin delivery to address the event. The customer's blood glucose level ranged from 80 mg/dl to 120 mg/dl.